Event description:
On (B)(6) 2010, patient reported an incident from several months ago where the infusion adapter was not connected properly to the infusion device. Patient stated the infusion adapter was not tightened down properly. Patient reported she did not tighten the adapter properly. Patient stated it was her fault and not a product malfunction. Patient reported she noticed insulin coming out of the infusion adapter because she had not tightened it properly. Patient stated she thinks she was using her current infusion device. Patient reported no insulin got into the cartridge compartment. Patient was unable to provide any additional details because the incident occurred several months ago and she does not recall. Patient no longer has the infusion adapter. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
Method and results: no product will be returned for evaluation.